Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining unspecified low readings from the freestyle libre 2 sensor, which were lower than he felt. Customer experienced symptoms of chills, cold sweats, was unable to get up, and seizure. The customer was unable to self-treat and required unspecified medication from third-party. There was no report of death or permanent injury associated with this event.